Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was in good condition.